Event description:
Device #1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, "the sutures were completely rolled up and when they tried to remove them, they always broke." A second and third prostar xl device were used with the same results. A non-abbott arteriotomy closure device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) (patient selection) - (B) (4). Device #2 and #3: part #12322-02, lot #86044-6h indicated are being filed under separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.